Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced trouble with cocking back the spring prior to insertion and is never able to hear the click event on 18 may 2026. The patient blood glucose was high at the time of event and was treated via correction bolus via pump. The issue occurred with two infusion sets.